Event description:
It was reported that during a low anterior resection procedure, the circular stapler was fired and anastamosis was air tested with syringe, no issues noted. The patient was taken back to theatre a week later, there was an anastomotic leak. The surgeon had to perform an end colostomy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received. The procedure was an open procedure. The indication for surgery was due to cancer (rectal) /inflammatory bowel disease. The tissue condition was poor vascularity due to prednisone. The patient has not undergone radiation therapy or any chemotherapy. The instrument was fired across or near an existing staple line or clip during initial procedure. It was an end to end anastomosis across staple line (trocar of circular placed anteriorly to staple line on rectal stump. During re-operations the site of the leak was uncertain ¿ surgeon thought was at site of anastomosis. Scopes and pre-op scans could not identify. The leak was repaired with suture. The end colostomy is temporary. The patient has been discharged from hospital.

Manufacturer narrative:
(B)(4).